Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, both clips were attempted to be deployed onto a bleeding from just beside ampulla, but both clips could not be opened and released from the catheter to deploy. The procedure was completed with another resolution 360 clip device. Additionally, it was also noted that this procedure was done by using jf scope duodenoscope which is not described within the instructions for use. Per the instructions for use (IFU), resolution 360 clips are designed to be compatible with forward viewing endoscopes only. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, both clips were attempted to be deployed onto a bleeding from just beside ampulla, but both clips could not be opened and released from the catheter to deploy. The procedure was completed with another resolution 360 clip device. Additionally, it was also noted that this procedure was done by using jf scope duodenoscope which is not described within the instructions for use. Per the instructions for use (IFU), resolution 360 clips are designed to be compatible with forward viewing endoscopes only. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip failure to release. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was able to open and close; however, it was noticed to be partially separated from the bushing. Additionally, the catheter was kinked. Microscope examination was performed, and it was found that the capsule tabs were severely damaged. The bushing was inspected and no failure was observed. Functional evaluation was performed, and the clip released from the catheter successfully. No other issues with the device were noted. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). According to the information available, the device was used with a different scope that indicates "jf scope". However, per IFU, resolution 360 clips are designed to be compatible with forward viewing endoscopes only. Also, according to the evidence, it is most probable that the difficult position of the scope, got damaged the device (catheter kinked, capsule tabs damaged" and consequently, it got a reduction on its performance and could have lead to difficulty releasing the clip from the catheter. It is important to mention that the IFU states "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device". The reported event was not confirmed. Based on the condition and evaluation of the returned device, this failure was traced to the intentional use of the device in an unapproved procedure, for an unapproved patient, or for which it is contraindicated, or not listed on the label. Therefore, the most probable root cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.